Event description:
It was reported that during a visual inspection stent damage was noted. During inspection of the 10 x 7cm rx biliary stent, it was noted that the distal tip of the plastic stent appeared "flattened" and "not round". The device "did not seem right". The device was not used in a patient procedure and did not have any contact with a patient.